Manufacturer narrative:
(B)(4). To date, the incident device has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while keeping the pt's upper body erect, the metal guiding needle was inserted into s4 and then the act2020 electrode was inserted through it. The ablation was performed without incident. Then the pt was laid flat and the guiding needle and act2020 were inserted into s5 for a second ablation. During the second ablation, the impedance did not reach 80 ohms and no pulses occurred. The doctor stopped the ablation and found that the pt had a 3rd degree burn injury at the needle insertion site. The skin surface was denuded and sutured.